Event description:
It was reported that this implantable pacemaker recorded a ventricular tachycardia (vt) episode, in which rhythm care observed noise that was being oversensed. The presenting electrogram (egm) also showed possible noise that was not sensed. Assessment with a programmer was recommended. No adverse patient effects were reported. The device remains in service.